Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 600 mg/dl. Customer treated their high blood glucose via manual injections. Customer received no delivery alarms multiple times and the issue recurred. However, troubleshooting determined that the insulin pump was functioning as designed; the customer was able to prime without issue. The no delivery alarms were caused by an infusion set or reservoir occlusion. The reservoir was returned for analysis.